Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the n20 monitor was missing segments in the saturation of peripheral oxygen (spo2) portion of the display. The pt was not harmed or injured as a result of the event.